Event description:
A malfunction alarm labeled as malf 12 was reported, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to reset the pump with guidance from technical support, and the issue was resolved as there were no follow-up reports of the malfunction reoccurring.